Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon, the catheter, and the wire did not have any damages. It was also noticed that the balloon was empty. Functional evaluation was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located in the distal section of the balloon. Based on the available information, the failure reported may be related to some factors, such as interaction with scope or any surface during the procedure that could create friction on the balloon, that could have caused the pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label, as the balloon was reportedly inflated with air.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the biliary tract during a biliary stone removal on (B)(6) 2020. According to the complainant, during the procedure, the balloon was inflated; however, it was noticed that the balloon had a crack/tear. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.